Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date with unknown blood glucose level. The customer was treated with insulin pump and insulin drip and then the insulin pump was taken off. The customer reported that the sensor and transmitter were not connecting correctly and the insulin pump was not showing indication of communication. The customer reported that the sensor was causing irritation at her stomach. The customer¿s blood glucose level was 153 mg/dl, 386 mg/dl and 436 mg/dl. The customer had symptoms like flu. The customer was hospitalized overnight twice. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.